Event description:
(B)(6) female underwent surgery for acl reconstruction. One day post op, pt presented to ER with uncontrolled pain and nausea and vomiting. Two days post procedure, it was noted by the instrument tech, during the cleaning of the instrument set, that a verse needle appeared to have a broken tip (approximately 1" distal portion missing). Xray of the knee located the tip of the needle. On (B)(6), pt returned to surgery for removal of the tip of the needle. On (B)(6), pt still in the hospital for nausea. No further problems reported related to removal of foreign body. Xray of knee verified that the missing tip was in the pt's knee.